Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report suspected air introduction in to the anatomy, requiring medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was inserted into the steerable guiding catheter (sgc) and advanced to the left atrium. When the clip arms were opened to orient the clip, the patients blood pressure dropped. There was left and right ventricle failure, and blood was then observed in the endotracheal tube. The cds and sgc were pulled back to the right atrium, and medication was given. The blood pressure stabilized, and the patient recovered. An intra-aortic balloon pump was placed and a bronchoscopy was performed which confirmed no active bleeding. Based on the symptoms, the physician believed that air may have been introduced somehow, but this could not be confirmed. The patient was woken up briefly and responded correctly; therefore, the patient was put back to sleep and transferred back to ICU. No further treatment has been planned. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned for evaluation. No device damage was identified that would have contributed to the reported events. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this complaint. Based on the information reviewed, the reported patient effects of hemorrhage, hypotension and heart failure appears to be related to procedural conditions due to the air embolism; however, a definitive cause for the air embolism could not be determined. The reported patient effects of air embolism, hemorrhage, hypotension and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.